Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a calcified lesion in the mid left anterior descending artery. The 3.0x33mm rx xience skypoint stent delivery system (sds) was advanced however became stuck and could not advance further to cross the lesion. Resistance was noted during retraction of the sds. Another skypoint was used to complete the procedure. Although there was a delay in the procedure, it was not clinically significant. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of level product quality issue. It is possible that resistance was met with the calcified anatomy and/or other devices resulting in the reported failure to advance and the reported difficult to remove; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.